Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch veriopro meter read inaccurately erratic. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 10-12x daily. The patient manages her diabetes with humalog insulin (50 units in the morning and evening) and lantus insulin (17 units in the evening). The patient denied making changes to her usual management routine. The alleged issue began on (B)(6) 2012 at 1130am. The patient reported blood glucose results of '38, 43, 85, 82, 39, 48 and 45 mg/dl' with the subject meter, performed within 20 minutes of each other. The results fell outside expected values for precision testing. Prior to the alleged issue, the patient claims she felt low blood glucose symptoms of numbness, shaky legs, difficulty speaking, feels like vomiting and lack of appetite. The patient confirmed her blood glucose read '43 mg/dl' prior to the time of concern. The patient took 'syrup' as treatment. The patient denied receiving any additional treatment. The patient did not test her blood glucose on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.